Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-18847). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported when a patient presented to the emergency room after receiving a vibratory alert for eri. Premature battery depletion was suspected. The device was explanted and replaced. The patient was in excellent condition post-procedure.